Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced left sided deflation post procedure. As a result, replacement with natrelle implants was performed on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced left sided deflation post procedure. As a result, replacement with (B)(6) implants was performed on (B)(6) 2021.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 18, 2022. The investigation of the returned device was completed by the failure analysis lab on january 21, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the device was found to have a tear (a) on the posterior view, measuring approximately 0.6 cm. Leak testing was performed, in accordance with the mentor's procedures. Findings revealed a tear (b) on the anterior view near the valve. A microscopic examination was performed on the edges of both tears, and parallel striations were found throughout the width of the shell around the tear (a). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Tear (b) did not show striations; therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, microscopic examination of the tear (a) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Although no conclusion could be reached on the cause of the tear (b), the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).